Manufacturer narrative:
Internal file number - (B)(4). Device code 2017- failure to follow steps / instructions was added to capture no femoral angiogram performed. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture (suture did not attach to the vessel when deployed) was observed as a posterior needle to cuff miss and posterior foot detachment. It should be noted that the perclose proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. In this case, it is unknown if the IFU deviations would have contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulty appears to be related to a needle deflection during deployment such that the posterior needle struck the foot and contributed to the observed posterior cuff miss and posterior foot detachment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a femoral vein was attempted with three proglide devices using the pre-close technique prior to an atrial fibrillation ablation interventional procedure. Reportedly, the suture did not attach to the vessel when deployed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the atrial fibrillation ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.